Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that they had a patient status post open heart surgery (ohs), still on the or table. They were about to close the chest when he began showing signs of a possible protamine reaction. His right ventricle (rv) also became a bit sluggish, so the surgeon opted to insert an intra-aortic balloon (iab). The rn did relay that the first catheter used ended up with blood in the driveline not long at all after pumping was initiated and they weren't sure why. The rn also was not sure if there were any alarms as the perfusion was at the pump/table. The iab was removed and a second iab was successfully placed. The patient was being supported on the pump without any issues. There were no report of patient death or serious injury.

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00217 and (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported by the rn that they had a patient status post open heart surgery (ohs), still on the or table. They were about to close the chest when he began showing signs of a possible protamine reaction. His right ventricle (rv) also became a bit sluggish, so the surgeon opted to insert an intra-aortic balloon (iab). The rn did relay that the first catheter used ended up with blood in the driveline not long at all after pumping was initiated and they weren't sure why. The rn also was not sure if there were any alarms as the perfusion was at the pump/table. The iab was removed and a second iab was successfully placed. The patient was being supported on the pump without any issues. There were no report of patient death or serious injury.